Event description:
The report received from the study indicated that approx eight months after the index procedure, the pt had a re-percutaneous coronary intervention (re-pci) due to angina and stress testing. Coronary angiography was done and a 90% focal (<10mm) in-stent and proximal peri-stent restenosis of the previously implanted cypher select 3.0 x 18 mm stent. The stent was implanted in the mid right coronary artery (rca) target lesion. The restenosis was treated by balloon angiography using a cutting balloon. There was no problem reported involving the other cypher select 2.75 x 13 mm stent implanted during the index procedure.

Manufacturer narrative:
The indication for the index procedure was stable angina/ECG stress test. The pt was found to have two-vessel disease and had two lesions treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was not provided. Aggrastat was administered. Lesion #1: the target lesion is the mid right coronary artery (rca). The lesion was reported to be: de novo, 2.27 mm vessel diameter, 13 mm length, eccentric, an 80% stenosis, and type b1. A cypher select 3.0 x 18 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The timi flows were not provided. A satisfactory result was obtained. Lesion #2: the target lesion is the distal rca. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 18 mm length, eccentric, an 80% stenosis, and type b1. A cypher select 2.75 x 13 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The timi flows were not provided. A satisfactory result was obtained. The pt was discharged the day after the procedure. The pt was reported to be asymptomatic at the one, six, and twelve-month follow-ups and was continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A male from the registry experienced in-stent and peri-stent restenosis approx eight months post cypher stents implantation. Past medical history includes previous CABG surgery, hypertension, hyperlipidaemia and a history of allergy/hypersensitivity-skin rash. The pt's history puts him at increased risk for mace. The indication for the index procedure was stable angina/ECG stress test. The pt was found to have two-vessel disease and had two lesions treated during the index procedure. The target lesion in the mid right coronary artery (rca) was described as de novo, 2.27 mm vessel diameter, 13 mm length, eccentric, an 80% stenosis, and type b1. A cypher select 3.0 x 18 mm stent was implanted at 16 atm via direct stenting with satisfactory results. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The stent was not post-dilated. The target lesion in the distal rca was described as de novo, 3.0 mm vessel diameter, 18 mm length, eccentric, an 80% stenosis, and type b1, a cypher select 2.75 x 13 mm stent was implanted at 16 atm via direct stenting with satisfactory results. The stent was not post-dilated. The pt was discharged the following day in stable condition. Medications at discharge included aspirin, clopidogrel, statins, and beta-blockers. The pt was reported to be asymptomatic at the one and six-month follow-up. Approx eight months after the index procedure, the pt had a re-percutaneous coronary intervention (re-pci) due to angina. Coronary angiography revealed 90% focal (<10mm) in-stent and proximal peri-stent restenosis in the cypher stent implanted in the mid rca. The restenosis was treated by balloon angioplasty using a cutting balloon. The product remains implanted in the pt and is thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Pts who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the info available, the pt's critical medical history, the pt's severe progression of coronary artery disease and procedural factors may have contributed to this pt's restenosis. Please note that this is the initial/final report for this product.